Event description:
Reporter indicated a recently implanted vns patient developed a small area of wound dehiscence at the vns generator site. No evidence of infection was noted. No other information was given by the reporter.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.